Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the batteries, observed the fault logs and confirmed that nothing unusual was identified in the logs, then completed the scheduled pm. The iabp was calibrated and passed all functional and safety tests per factory specifications and was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported.